Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00294. 0001822565-2023-03446. G2: australia h10: cat #: 00877503203 / bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 / lot #: 63679270. Cat #: 00625006530 / bone scr 6.5x30 self-tap / lot #: 63855074. Cat #: 00875705001 / 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners / lot #: 63679270. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent revision for unknown reasons. It was reported that no further information is available.